Event description:
It was reported that the patient experienced lightheadedness. The right atrial (ra) lead dislodged. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.